Manufacturer narrative:
Corrected data b5 - describe event or problem.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostic recorded impedances within normal limit. During surgical intervention on (B)(6) 2025, a fractured was confirmed via visual inspection. As a result, the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. It was reported that the patient was scheduled for an electrode revision surgery. Impedances were good. During the surgery, it became apparent that the electrode was no longer in the header of the generator and had also broken just bevor the anchor. A new electrode and anchor were placed and connected to the generator. Stimulation is running again. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostic recorded high impedances. During surgical intervention on (B)(6) 2025, a fractured was confirmed via visual inspection and the lead pull out of the ipg header. As a result, the lead was explanted and replaced. Effective therapy was restored post operatively.